Event description:
An acl and a lateral mensical repair was performed in 2001 and a bioabsorbable implant was used. In 2/2001 an incision and drainage of the surgical site was done. Pt did fine until 10/2003. In 10/2003 the pt noticed a "bump" over the tibial tunnel region (original surgical site). In 2/2004, drainage of the "bump" was done without a culture. In 3/2004, surgeon noticed a 1cm area over the original surgical site that appeared to be an "abrasion or scab." A culture was negative for bacterial infection. In 2004, pt was returned to surgery for the removal of the implant. However, there was no evidence of any implant remaining, per conversation with surgeon. Cultures done in 2004 showed a staph infection. Pt was given antibiotics.